Event description:
It was reported that due to the tortuosity of the posterior cerebral artery (pca), the microdelivery catheter hub kinked. The entire stent delivery system was removed without any complications to the patient. The patient's condition was reportedly good. Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use. Continuous flush was not maintained. The physician stated that resistance was encountered and excessive force was used. The device history record review confirmed that the unit met all material, assembly and performance specifications. Examination of the returned guidewire revealed the guidewire was bent at 11.0cm and 82.7cm from its proximal end. The guidewire was also wavy on its middle section. The damages found on the device are indicative of resistance/friction due to unusually high friction during advancement. The high friction may have led the physician to apply excessive force during the procedure. Therefore; it was determined that operational context was contributed to the observed bend of the guidewire. Further examination found the ptfe coating was missing between 40.0cm to 47.0cm from its proximal end. The coating was missing 360 degrees around the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device and the torque device having been dragged down the guidewire. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found that the proximal end of the guidewire.